Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? What was the mesh size and overlap? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer was the mesh placed? (Onlay, retro-muscular, extra peritoneal or intra-abdominal). If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers. How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please describe any surgical findings of the reoperation including the following: please provide the date of reoperation. Mesh location and integrity. Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2007 and the mesh was implanted. It was reported that the device failed due to recurrent left inguinal and femoral hernia in mid 2008 and was repaired in (B)(6) 2009. Additional information was requested.